Manufacturer narrative:
This ventricular lead was in use for treatment. The lead remained implanted for approximately 13 years, 1 month. The lead was capped (taken out of service) and will not be returned for evaluation. As a result, the allegations against the lead (fracture) cannot be confirmed. A review of the device history record identified one reject for scratches on the tip. A review of complaints against this lot number identified no additional complaints. The instructions for use (IFU) inform the user that the following lead related problems include, but are not limited to: fracture, dislodgement, cardiac perforation, myocardial irritability at implant, transvenous introduction, threshold elevation, or infection. A follow-up report will be sent if additional information becomes available.

Event description:
The customer reported that the ventricular lead was capped due to fracture. In addition, there was loss of capture and undersensing reported. There was no report of any adverse patient effects related to this event.